Event description:
The device was used during an unspecified procedure. Reportely while removing the specimen, the bag broke and all the pieces were retrieved by the surgeon without injury to the patient.